Event description:
This case was reported by a consumer and described the occurrence of empyema in a female pt who received poligrip (super poligrip comfort seal strips) for loose dentures. A physician or other health care professional has not verified this report. The patient's past medical history included multiple falls and spinal stenois. Co-suspect medication included super poligrip extra care with poliseal. Concurrent medications included multivitamins (central vitamin), calcium salt (calcium), glucosamine chondroitin complex and paracetamol (tylenol). On an unknown date, the pt started poligrip. At an unknown time after starting poligrip, the pt experienced empyema, vomiting, difficulty swallowing, gagging and mouth watering. The pt was hospitalized. At the time of reporting, the events were resolved. The consumer spontaneously mentioned having been hospitalized with empyema (further described as `poison in [her] lungs) while using super poligrip comfort seals strips and that recently she experienced vomiting, difficulty swallowing, gagging and mouth watering because she could not get super poligrip extracare with poliseal residue out of her mouth.